Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0wg4n, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot#va0wg4n , implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Information received from the patient reports the neurostimulator was for urinary dysfunction/sacral nerve stimulation and gastrointestinal/ pelvic floor. Shocking sensation was reported. Pain and uncomfortable stimulation was also reported. Patient went past a security scanner in a store at the mall and was shocked on (B)(6) 2015. He felt 2 sharp shocks at the lead wire. No changes in efficacy only in stimulation sensation. There was a change in sensation. The patient could not articulate if he thought it was stronger but he said it just feels different. Confirmed ins (stimulator) status with pp(patient programmer) and therapy was on. The reported issue was not related to positional movements. The change was consider a sudden change in therapy/symptoms. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.